Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that cutting failure of the probe occurred or cutter could not cut when inside the eye during cataract and vitrectomy combination surgery. There was no problem when checking its operation outside the patient's eye. The condition of aspiration and actuation was unknown. The surgery was completed after replacing the product with another one. There was no patient impact.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened probe, with tip protector, in a tray was received. The returned sample was visually inspected and was found to be non-conforming with orange/brown in color foreign material observed on the port face, inside the port, and on the welded cap. The sample was functionally tested for actuation and cut and was found to be conforming for all functional tests. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is not determined as the returned sample was conforming for all visual and functional testing. No further investigative or manufacturing actions are warranted at this time due to that the returned sample met specifications. Non-conformance records have been completed in relation to the related non-conformance identified within the non-conformance review. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.